Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge dropped from 60% to 20% after being connected to a power source and the customer received a power source alert. Reportedly, after leaving the pump to charge, the battery charged to 100%. The battery gauge later dropped to 40% then jumped back up to 100% while disconnected from a power source. The customer's blood glucose was 230 - 457 (mg/dl).